Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was occluded on the left side. It was further reported that the right ventricular (rv) lead exhibited a sudden onset of increasing thresholds with possible loss of capture at times. The rv lead remains in service on the left side and the patient received a new primary implantable pulse generator (ipg) system on the right side. No further patient complications have been reported as a result of this event.